Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was blood inside the delivery tube and on the seal. The loading device was not returned. The tension spring assembly, anchor tub and seal were outside of the delivery tube. The green slide lock was unlocked and white plunger was depressed on the delivery device. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal would not load properly into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.